Event description:
The customer reported that this battery was defective. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.